Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. Concomitant product: 5071-53 lead, implanted: (B)(6) 2007; 6949-65 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds. The lead was capped. The patient's heart function normalized and so the physician elected not to replace the lv lead and abandoned bi-ventricular pacing. It was further reported that the device was replaced due to early elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.